Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Analysis was unable to reproduce the reported observations of tones, and inappropriate shock and anti-tachycardia pacing (atp).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. It was also noted, the patient received anti-tachycardia pacing (atp) and a shock due to possible atrial fibrillation (af) with rapid ventricular response. Once the shock was delivered, the rhythm slowed down. Technical services reviewed the episode and discussed the ventricular rate appeared irregular, and therapy may have been inappropriate. Reprogramming options were discussed. As a result of the premature battery depletion (pbd) and code 1003, this ICD was explanted and replaced. No additional adverse patient effects were reported.